Manufacturer narrative:
One device was received. Per visual inspection, cracks were found in the main cabinet. The complaint was verified by functional testing as the temperature of the circulating water was not stable even after the power was turned on. The cause was a broken main printed circuit board (pcb) and thermistor. Since there are cracks in the enclosure, it is presumed that the cause of this event was due to mechanical shock. At the customer's request, the product was returned without repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the product has temperature increase failure. Event occurred before patient use, during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.